Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000102100.

Event description:
Related manufacturer report number: 1627487-2023-03349. It was reported that the patient was experiencing ineffective therapy due to high impedances one of their leads and their ipg had became inoperable. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had caused the issue.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.